Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display was out of electrical specification, the upper case and battery drawer were broken, the lower case was broken and contaminated, the battery release and side bail covers were contaminated and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator failed its battery removal test. The generator was returned for service. There was no patient involvement.